Event description:
It was reported the EKG (electrocardiogram) connection port needs to be fixed; the signal is "fuzzy." The cover over the keyboard also needs to be fixed. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 programmer rf (radio-frequency) head, product ID: 2290 pacing system analyzer. (B)(4).